Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient experienced erosion and extrusion of the mesh. As a result, the patient experienced severe persistent pain, nerve damage, weight gain, and loss of sexual function.according to the physician's office, as of a follow up medical appointment (date unknown), the patient seemed fine. However, the patient was referred to a urologist.all other information is unknown and unavailable.